Event description:
Patient required insertion of an iabp catheter. The catheter used was a maquet sensation plus 7.5f fiber optic balloon catheter. Upon insertion the iabp console was alarming fiber optic failure. The iabp catheter and console have 2 other trigger options, ECG and ap, both of which were working fine. We proceeded with the rest of the procedure using the ECG and ap triggers. No adverse effect to patient or procedure. Catheter was successfully used on patient, unable to save catheter for return to manufacturer, patient was later transferred to yale york st campus.